Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-00560. The patient is implanted with 2 leads and the manufacturer is unable to determine which lead is liable. It was reported the patient underwent surgical intervention to implant a permanent scs system on (B)(6) 2017. The patient experienced a wet tap during the implantation of an octrode lead. A blood patch was performed. The patient reported no headaches or any other adverse symptoms.